Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they needed assistance with set change and that the customer experienced an unspecified low blood glucose level. The spouse stated that they found the customer passed out due to the low blood glucose. The customer was treated with food and their blood glucose level during the call wsa 152mg/dl. Troubleshooting for the low reading was declined. The customer's spouse was walked through insulin pump rewind and they reported that they had an air bubble in the reservoir during the fill process. Troubleshooting for air bubble in the reservoir was not completed since the customer's spouse started a new reservoir. Set change was completed and it was indicated that the a replacement reservoir will be sent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name was incorrect with the initial report. The correct information has been provided with this report.